Manufacturer narrative:
(B)(4) (persisting back pain, disc herniation). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient underwent lumbar decompression, l5-s1 with exposure of transverse spinous processes of l4 and sacral ala bilaterally, exploration of fusion and instrumented fusion. Patient¿s pre-operative diagnosis for this surgery was: lumbar non-fusion l5-s1 with back and leg pain. Reportedly, after good decompression was achieved, the patient underwent instrumented fusion. On (B)(6) 2010 patient underwent the following surgeries: exploration of fusion l5-s1 with posterior lumbar interbody fusion l5-s1; posterolateral lumbar spinal fusion l5-s1 with spinal instrumentation l5-s1; local bone harvesting to treat the following pre-op diagnosis: possible non fusion anterior lumbar interbody spinal fusion l5-s1. Per operative notes: ¿¿a mixture of bone morphogenic protein and local bone was placed in the posterolateral gutters. Rods were contoured and lordosis secured and placed device for transverse traction was placed¿ the patient was taken to the recovery room in stable condition. On (B)(6) 2010 patient discharged from hospital. On (B)(6) 2010 patient presented for an office visit due to continued pain. On (B)(6) 2011 patient presented for an office visit due to his back pain improving. On (B)(6) 2011 patient presented for an office visit due to his back was just too sore. On (B)(6) 2011 patient underwent CT of lumbar spine without contrast. On (B)(6) 2011 patient presented for office visit due to continued mechanical lower back pain. On (B)(6) 2011 patient presented for an office visit due to back problems for over 5 years. On (B)(6) 2011 patient presented for an office visit. On (B)(6) 2011 patient underwent CT of lumbar spine without contrast. Impression : degenerative and postsurgical changes. Foraminal loss of fat on the right at l3-l4 which may be due to asymmetric disc bulging or perhaps a superimposed right lateral disc protrusion. This was slightly more prominent on the prior study. On (B)(6) 2011 patient presented for an office visit due to his both legs are weak. He also stated that he had pain down the right posterior thigh but the pain was also symmetrical. On (B)(6) 2011 patient underwent MRI of lumbar spine without contrast. Impression: on (B)(6) 2011 patient presented for an office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.